Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. On (B)(6) 2014, rv coil impedance 102 ohms. On (B)(6) 2104, rv pacing impedance 1008 ohms. On (B)(6) 2016, svc coil impedance greater than 136 ohms.

Event description:
It was reported that the impedance on the right ventricular (rv) lead was high and fluctuating. The lead was partially explanted and replaced. During extraction the lead was cut just before the distal coil. Distal coil was attached to the tricuspid valve and remains in the right ventricle. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.